Event description:
Dealer states the tilt and leg is intermittent in the reverse and right positions. Dealer stated the toggle switch has been replaced 2 weeks ago for this problem. The most likely cause then would be the four way switch box.